Manufacturer narrative:
The concorde lift driver shaft was returned for evaluation. Visual inspection noted that the driver was broken at its distal tip. Optical imaging, on same devices of the same lot, found evidence of a quasi-static torsional overload. These findings were replicated using the destructive testing performed on the driver returned for this complaint. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however fracture analysis conducted on same devices of the same lot found evidence of torsional overload. This is likely due to higher than expected forces being placed on the driver tip during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). DHR review: this lot was quarantined in late april 2017 when the non-conformance was detected and the nc was dispositioned and closed by may 3rd. The non-conformance that this lot was quarantined for was dispositioned use as is, thereby making it acceptable product. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Once the cage was placed and confirmed under fluoroscopy, surgeon proceeded to expand the cage with the driver shaft and torque limiting handle. The torque limiting handle torqued out once the cage was raised to desired height. When the shaft/handle combo was removed from inserter, surgeon noticed the driver tip had sheared off. Surgeon used a metal cutting midas tip to try and recover the broken fragment but was unsuccessful.